Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary background: it was reported that during a routine incoming inspection of a loaner set at fsl owens & minor hanover, md site on an unknown date, a depth gauge was observed to be broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us cq. Upon visual inspection at cq, it is observed that the needle got broken from the slider and slightly bent. Rest of the surface of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is confirmed. Device failure/ defect found. Dimensional inspection (calipers: ca148p): dimensional inspection of the received device was performed at cq. The diameter of the needle near to the broken location was intended to be measuring from 1.20mm to 1.25mm and it was measured to be 1.23mm which is within specification as per the drawing 319_006_3 rev. E. Documentation/ specification review: the drawing(s) was reviewed, no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint can be confirmed as the needle of the device was found to be broken and bent. While a definitive root cause could not be determined for the reported problem, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a cursory inspection of the complaint file for the 4 year old reusable device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required per (ref. 100673626 rev 3, section 5.5.3.3). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during a routine incoming inspection of a loaner set, a depth gauge was observed to be broken. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).